Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01329. It was reported during the ipg replacement surgery (reference MFR. Report# 1627487-2017-01327) system diagnostics revealed high impedances on the leads. Surgical intervention may be taken at later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01329. Additional information received identified the leads were explanted and replaced. Reportedly, the patient is receiving effective stimulation following a procedure.